Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h4, h6 visual examination of the returned product identified the lead thread of the inserter is fractured and deformed. There are nicks and scratches all along the rod and indentations are present on the strike plate end. No other damage was noted during visual evaluation. This device has an approximate field age of 8.5 years. It is unknown how or when the fracture damage occurred or if it caused or contributed to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: sweden. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 impactor straight handle got stuck in the cup and could not be removed. Another handle was used to complete the procedure. It was reported to be an issue with the threads.